Event description:
There was no indication of an adverse event or that patient harm occurred. The statement below was provided in response to a question from our annual customer satisfaction survey ("for any products you are unsatisfied with, what improvements would you like to see?"): "I do not have any products that I am unsatisfied with. Occasionally the bands of the electrodes come loose and/or off. I am afraid some of the kids might swallow one. I have reported this multiple times. It got a little better but not much." No contact information was provided with the survey response; therefore, we are unable to follow up for additional details regarding the concern.